Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a 490cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 22, 2022, mentor received additional information regarding the patient's diagnosis and device return. The patient's doctor reported that the implant was intact and that the customer had capsular contracture (baker grade unknown). The doctor also mentioned that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The coding has been updated in h6 of this report. Manufacturer¿s reference number: (B)(4).